Manufacturer narrative:
Follow-up #1: date of submission 01/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2016 with the following findings: the keypad cover was observed to be fully intact; no damage or peeling were observed. During testing, all of the keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination or contact defects were found. The complaint of an under responsive keypad was unable to be duplicated.

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that all of the keypad buttons were under responsive to button presses. The reporter indicated that the keypad was intact and there was no known moisture ingress related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.